Manufacturer narrative:
Stryker evaluated the customer's device and the device's electronic data and was unable to verify nor duplicate the reported issue. There was no indication of shock failure. Stryker replaced the therapy pcb and the therapy cable as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for service. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not deliver shock during patient care. This issue is patient related; however, there was no adverse event reported.